Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 494 mg/dl. The customer stated that she had been experiencing high blood glucose levels for a few days prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The phone call was disconnected after reviewing the programming. Attempted to call the customer to continue the troubleshooting, but there was no answer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.